Event description:
In dec 2001, the pt experienced an overstimulation. External equipment was exchanged. The pt continued to be monitored by the center. In march 2004, the pt reportedly experienced an overstimulation. The pt reportedly continued to use the sound processor for several days. Each day reportedly there was an overstimulation experienced after several hours of sound processor use. Ten days later, the pt reportedly was seen at the center for reprogramming of another sound processor. In april 2004, the pt reportedly experienced an overstimulation. Five days later, the pt was seen by a company representative. During testing of the device, the pt reportedly experienced an overstimulation. Surgery to explant the pt's c1 device is to be scheduled.